Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the exhalation module printed circuit board assembly (pcba) to resolve the issue. Additionally, the compressor muffler filter and the foam filter were replaced as a precaution. The device passed all tests, calibrations and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator became inoperative. No additional information was available. There was no patient involvement reported.